Manufacturer narrative:
(B)(4). The ge service rep found a defective pin in the connector and disassembled the carriage connector. He repaired and fastened the disassembled carriage connector. The system operates as intended.

Event description:
The customer reported that the image disappeared from the screen. No pt injury was reported.